Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, an increase of capture threshold was observed on the right ventricular (rv) lead. The patient is pacer-dependent and the device was reprogrammed to resolve event. However, later that day the patient presented to the hospital, having experienced syncopal episodes. A variation in capture threshold and loss of capture was noted on the rv lead. Additional reprogramming was performed to resolve the event. The patient was in stable condition and will continue to be monitored.